Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that after repositioning the patient, ventilator generated an alarm indicating disconnection. There was no patient harm. Manufacturer ref#: (B)(4).